Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving compounded morphine (40 mg/ml at 6.992 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient reported that she was always able to move the pump around; she had always been able to wiggle it. The pump was loose. The patient also stated that beginning about a month ago ¿something like a ball point pen is poking through her skin but has not worked through, it is right where the pump is¿. The patient was working with her hcp (healthcare professional) to resolve the issues. No further complications have been reported as a result of this event.

Manufacturer narrative:
Updated to reflect the information received on 2020-jun-15. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2020-jun-15. The patient noted that it previously looked like the pump was about to flip, but confirmed that it hadn't flipped yet. The patient noted that they have had a pump for 25 years, get the pump changed every 6 years, and get a refill every 3 months, the previous refill being in march. The patient also made inquiries regarding a check they received from (B)(6), noting that they have already tried calling the insurance company. No symptoms were reported. No further complications were reported.